Event description:
It was reported that the patient presented to the emergency room exhibiting complete heart block with rate in the high 20's and low 30's. The right ventricular lead exhibited loss of capture. The lead was capped and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.